Event description:
It was reported that the pump was not dispensing insulin drips properly during the load fill tubing process. Reportedly, insulin drips exited the infusion set tubing and then went back inside the infusion set tubing. The customer re-connected to the the infusion set site and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned